Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("increased menstrual bleeding") and adverse event ("severe complications"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, menorrhagia and adverse event outcome was unknown. The reporter considered pelvic pain, menorrhagia and adverse event to be related to essure. The reporter commented: consumer underwent hsg required test, however result was nor specified at law suit (report). Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was unspecified result. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain. The removal of micro-inserts was performed around three years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure, plaintiff experienced pelvic pain. Considering the nature of the event causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain/ constant pelvic area pain/ mild to severe throbbing pelvic area pain/ extreme pelvic pain"), device breakage ("device breakage") and urinary tract infection fungal ("urinary tract yeast infection") in a (B)(6) year-old female patient who had essure (batch no. 689930,50712464) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 3 ((B)(6) 2005, (B)(6) 2010, (B)(6) 2013), miscarriage (2 miscarriages in 2002), platelet count decreased in 2010, pap smear abnormal in 2004, thrombocytopenia, colposcopy in 2004, endometriosis in 2007, chlamydial infection nos in 2002 and gonorrhea in 2002. She do not use drugs. Concurrent conditions included body mass index normal, taste metallic, asthma, anemia, cesarean section, d & c, tonsillectomy, pelvic adhesions, menometrorrhagia, scar, menstruation irregular, non-tobacco user and alcoholic (occasional, social). Concomitant products included anaesthetics (anesthesia), montelukast (singulair), oxycocet (percocet) since 2015, para-seltzer (excedrin) since 2000 and solpadeine (tylenol 1) since 2015. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("increased menstrual bleeding / menorrhagia / excessive bleeding during cycle"), dyspareunia ("extreme pain/ dyspareunia"), depression ("depression/depression became worse after essure placement") and weight increased ("weight gain/unexplained weight gain"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced asthenia ("no energy"). In 2015, the patient started fluoxetine at an unspecified dose and frequency. In 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problem"), dysuria ("urinary problems"), incontinence ("incontinence") and device expulsion ("migration of essure device location of device: uterus"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("vaginal yeast infection"), adverse event ("severe complications"), vaginal haemorrhage ("vaginal bleeding"), sexual dysfunction ("apareunia / inability to have sexual intercourse"), dysmenorrhoea ("dysmenorrhea (cramping)/extreme cramping"), fungal infection ("bladder yeast infection "), migraine ("migraines"), headache ("headaches / throbbing pain in head"), hyperacusis ("sensitivity to noise"), photosensitivity reaction ("sensitivity to light"), fatigue ("fatigue") and urinary tract infection fungal (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, vulvovaginal mycotic infection, menorrhagia, adverse event, sexual dysfunction, dyspareunia, bladder disorder, dysuria, incontinence, dysmenorrhoea, asthenia, fungal infection, migraine, headache, photosensitivity reaction, device expulsion, weight increased and urinary tract infection fungal outcome was unknown, the vaginal haemorrhage had resolved and the depression had not resolved. The reporter considered adverse event, asthenia, bladder disorder, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, dysuria, fatigue, fungal infection, headache, hyperacusis, incontinence, menorrhagia, migraine, pelvic pain, photosensitivity reaction, sexual dysfunction, urinary tract infection fungal, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: consumer underwent hsg required test, however result was nor specified at law suit (report). She tolerated the procedure well. Expiration date for lot 50712484 is ??-jan-16 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on an unknown date: unspecified result uterus sounded to 7 cm dilated to 27 french. Normal appearing uterine cavity on hysteroscopic evaluation, tubal ostia noted bilaterally. Essure placement seen . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-jan-2018: reporter's added, patient demogeaphics added, lot number received, patien's historical and concomitant condition added, concomitant drug added. Event added as follows;-device breakage,vaginal bleeding, menorrhagia (excessive bleeding during cycle),inability to have sexual intercourse,extreme pain(dyspareunia) ,bladder problems,urinary problems,incontinence,dysmenorrhea (cramping),fatigue/ no energy,yeast infections,urinary tract yeast infection,vaginal yeast infection,migraines, headaches/throbbing pain in head,sensitivity to noise and light,migration of essure device- location of device: uterus,depression,weight gain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("pelvic pain / pain/ constant pelvic area pain/ mild to severe throbbing pelvic area pain/ extreme pelvic pain") and urinary tract infection fungal ("urinary tract yeast infection") in a 31-year-old female patient who had essure (batch no. 689930,50712464) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2005, (B)(6) 2010, (B)(6) 2013), miscarriage (2 miscarriages in 2002), platelet count decreased in 2010, pap smear abnormal in 2004, thrombocytopenia, colposcopy in 2004, endometriosis in 2007, gynaecological chlamydia infection in 2002 and gonorrhea in 2002. She do not use drugs. Concurrent conditions included body mass index normal, taste metallic, asthma, anemia, multiple cesarean sections, d & c, tonsillectomy, pelvic adhesions, menometrorrhagia, scarring, menstruation irregular, non-tobacco user and alcoholic (occasional, social). Concomitant products included anaesthetics (anesthesia), montelukast (singulair), oxycocet (percocet) since 2015, para-seltzer (excedrin) since 2000 and solpadeine (tylenol 1) since 2015. On (B)(6) 2013, the patient had essure inserted.in 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("increased menstrual bleeding / menorrhagia / excessive bleeding during cycle"), dyspareunia ("extreme pain/ dyspareunia"), depression ("depression/depression became worse after essure placement") and weight increased ("weight gain/unexplained weight gain"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In 2014, the patient experienced asthenia ("no energy"). In 2015, the patient started fluoxetine at an unspecified dose and frequency. In 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problem"), dysuria ("urinary problems") and incontinence ("incontinence"). On an unknown date, the patient experienced urinary tract infection fungal (seriousness criterion medically significant), vulvovaginal mycotic infection ("vaginal yeast infection"), adverse event ("severe complications"), vaginal haemorrhage ("vaginal bleeding"), female sexual dysfunction ("apareunia / inability to have sexual intercourse"), dysmenorrhoea ("dysmenorrhea (cramping)/extreme cramping"), fungal cystitis ("bladder yeast infection"), migraine ("migraines"), headache ("headaches / throbbing pain in head"), hyperacusis ("sensitivity to noise"), photosensitivity reaction ("sensitivity to light") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)), and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, pelvic pain, urinary tract infection fungal, vulvovaginal mycotic infection, menorrhagia, adverse event, female sexual dysfunction, dyspareunia, bladder disorder, dysuria, incontinence, dysmenorrhoea, asthenia, fungal cystitis, migraine, headache, photosensitivity reaction, weight increased and nausea outcome was unknown, the vaginal haemorrhage had resolved and the depression had not resolved. The reporter considered adverse event, asthenia, bladder disorder, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, fungal cystitis, headache, hyperacusis, incontinence, menorrhagia, migraine, nausea, pelvic pain, photosensitivity reaction, urinary tract infection fungal, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: consumer underwent hsg required test, however result was nor specified at law suit (report). She tolerated the procedure well. Expiration date for lot 50712484 is ??-jan-16 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on an unknown date: unspecified result uterus sounded to 7 cm dilated to 27 french. Normal appearing uterine cavity on hysteroscopic evaluation, tubal ostia noted bilaterally. Essure placement seen. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:the event nausea added.the event device dislocation marked as intervention. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("pelvic pain / pain/ constant pelvic area pain/ mild to severe throbbing pelvic area pain/ extreme pelvic pain") and urinary tract infection fungal ("urinary tract yeast infection") in a 31-year-old female patient who had essure (batch no. 689930,50712464) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (B)(6) 2005, (B)(6) 2010 (B)(6) 2013, miscarriage (2 miscarriages in 2002), platelet count decreased in 2010, pap smear abnormal in 2004, thrombocytopenia, colposcopy in 2004, endometriosis in 2007, gynaecological chlamydia infection in 2002 and gonorrhea in 2002. She do not use drugs. Concurrent conditions included body mass index normal, taste metallic, asthma, anemia, multiple cesarean sections, d & c, tonsillectomy, pelvic adhesions, menometrorrhagia, scarring, menstruation irregular, non-tobacco user and alcoholic (occasional, social). Concomitant products included anaesthetics (anesthesia), montelukast (singulair), oxycocet (percocet) since 2015, para-seltzer (excedrin) since 2000 and solpadeine (tylenol 1) since 2015. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("increased menstrual bleeding / menorrhagia / excessive bleeding during cycle"), dyspareunia ("extreme pain/ dyspareunia") and weight increased ("weight gain/unexplained weight gain"). In september 2013, the patient experienced nausea ("nausea"). In december 2013, the patient experienced depression ("depression/depression became worse after essure placement"). In 2014, the patient experienced asthenia ("no energy"). In 2015, the patient started fluoxetine at an unspecified dose and frequency. In april 2016, the patient experienced vaginal haemorrhage ("vaginal bleeding"), female sexual dysfunction ("apareunia / inability to have sexual intercourse"), bladder disorder ("bladder problem"), dysuria ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping)/extreme cramping") and fatigue ("fatigue"). On (B)(6) 2016, 2 years 9 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and incontinence ("incontinence"). On an unknown date, the patient experienced urinary tract infection fungal (seriousness criterion medically significant), vulvovaginal mycotic infection ("vaginal yeast infection"), adverse event ("severe complications"), fungal cystitis ("bladder yeast infection"), migraine ("migraines"), headache ("headaches / throbbing pain in head"), hyperacusis ("sensitivity to noise") and photosensitivity reaction ("sensitivity to light"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)), surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)), surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, pelvic pain, urinary tract infection fungal, vulvovaginal mycotic infection, menorrhagia, adverse event, female sexual dysfunction, dyspareunia, bladder disorder, dysuria, incontinence, dysmenorrhoea, asthenia, fungal cystitis, migraine, headache, photosensitivity reaction, weight increased, fatigue and nausea outcome was unknown, the vaginal haemorrhage had resolved and the depression had not resolved. The reporter considered adverse event, asthenia, bladder disorder, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, fungal cystitis, headache, hyperacusis, incontinence, menorrhagia, migraine, nausea, pelvic pain, photosensitivity reaction, urinary tract infection fungal, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: consumer underwent hsg required test, however result was nor specified at law suit (report). She tolerated the procedure well. Expiration date for lot 50712484 is ??-jan-16 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on 1-nov-2013: total bilateral occlusion; on an unknown date: unspecified result uterus sounded to 7 cm dilated to 27 french. Normal appearing uterine cavity on hysteroscopic evaluation, tubal ostia noted bilaterally. Essure placement seen . Lot number: 50712464 manufacture date: 2013-01 expiration date: 2016-01 . Lot number: 689930 manufacture date: 2009-11 expiration date: 2012-11 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 20-mar-2017: ptc investigation result was provided. The ptc global number is (B)(4). Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain. The removal of micro-inserts was performed around three years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure, plaintiff experienced pelvic pain. Considering the nature of the event causality cannot be excluded. This case was regarded as incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('migration of essure device location of device: uterus'), pelvic pain ('pelvic pain / pain/ constant pelvic area pain/ mild to severe throbbing pelvic area pain/ extreme pelvic pain'), embedded device ('there was an essure coil attached to the uterine serosa on the left fundus.') And urinary tract infection fungal ('urinary tract yeast infection') in a 31-year-old female patient who had essure (batch no. 689930,50712464) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included fluoxetine. The patient's medical history included platelet count decreased in 2010, endometriosis in 2007, pap smear abnormal in 2004, colposcopy in 2004, gynaecological chlamydia infection in 2002, gonorrhea in 2002, multigravida, parity 3 ((B)(6) 2005, (B)(6) 2010, (B)(6) 2013), miscarriage (2 miscarriages in 2002) and thrombocytopenia. She do not use drugs. Concurrent conditions included body mass index normal, taste metallic, asthma, anemia, multiple cesarean sections, d & c, tonsillectomy, pelvic adhesions, menometrorrhagia, scarring, menstruation irregular, non-tobacco user, alcoholic (occasional, social) and umbilical hernia. Concomitant products included anesthetics, caffeine;codeine phosphate;paracetamol (tylenol no.1) since 2015, caffeine;paracetamol (excedrin) since 2000, montelukast sodium (singulair) and oxycodone hydrochloride;paracetamol (percocet) since 2015. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("increased menstrual bleeding / menorrhagia / excessive bleeding during cycle") and dyspareunia ("extreme pain/ dyspareunia") and was found to have weight increased ("weight gain/unexplained weight gain"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced depression ("depression/depression became worse after essure placement"). In 2014, the patient experienced asthenia ("no energy"). In 2015, the patient started fluoxetine at an unspecified dose and frequency. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("vaginal bleeding"), female sexual dysfunction ("apareunia / inability to have sexual intercourse"), bladder disorder ("bladder problem"), dysuria ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping)/extreme cramping") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 2 years 9 months after insertion of essure. In 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and incontinence ("incontinence"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), urinary tract infection fungal (seriousness criterion medically significant), vulvovaginal mycotic infection ("vaginal yeast infection"), adverse event ("severe complications"), fungal cystitis ("bladder yeast infection"), migraine ("migraines"), headache ("headaches / throbbing pain in head"), hyperacusis ("sensitivity to noise") and photosensitivity reaction ("sensitivity to light"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed) and bilateral salpingectomy, total hysterectomy (uterus and cervix removed), d and c). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, pelvic pain, embedded device, urinary tract infection fungal, vulvovaginal mycotic infection, heavy menstrual bleeding, adverse event, female sexual dysfunction, dyspareunia, bladder disorder, dysuria, incontinence, dysmenorrhoea, asthenia, fungal cystitis, migraine, headache, photosensitivity reaction, weight increased, fatigue and nausea outcome was unknown, the vaginal haemorrhage had resolved and the depression had not resolved. The reporter considered adverse event, asthenia, bladder disorder, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, dysuria, embedded device, fatigue, female sexual dysfunction, fungal cystitis, headache, heavy menstrual bleeding, hyperacusis, incontinence, migraine, nausea, pelvic pain, photosensitivity reaction, urinary tract infection fungal, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: consumer underwent hsg required test, however result was nor specified at law suit (report). She tolerated the procedure well.. Expiration date for lot 50712484 is ??-jan-16. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on an unknown date: results: unspecified result; on (B)(6) 2013: results: total bilateral occlusion. Uterus sounded to 7 cm dilated to 27 french. Normal appearing uterine cavity on hysteroscopic evaluation, tubal ostia noted bilaterally. Essure placement seen. Lot number: 50712464 manufacture date: 2013-01 expiration date: 2016-01. Lot number: 689930 manufacture date: 2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2021: mr received. Reporter and medical history added. New event added- embedded device. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('migration of essure device location of device: uterus'), pelvic pain ('pelvic pain / pain/ constant pelvic area pain/ mild to severe throbbing pelvic area pain/ extreme pelvic pain'), embedded device ('there was an essure coil attached to the uterine serosa on the left fundus.') And urinary tract infection fungal ('urinary tract yeast infection') in a 31-year-old female patient who had essure (batch no. 689930,50712464) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included fluoxetine. The patient's medical history included platelet count decreased in 2010, endometriosis in 2007, pap smear abnormal in 2004, colposcopy in 2004, gynaecological chlamydia infection in 2002, gonorrhea in 2002, multigravida, parity 3 ((B)(6) 2005, (B)(6) 2010, (B)(6) 2013), miscarriage (2 miscarriages in 2002) and thrombocytopenia. She do not use drugs. Concurrent conditions included body mass index normal, taste metallic, asthma, anemia, multiple cesarean sections, d & c, tonsillectomy, pelvic adhesions, menometrorrhagia, scarring, menstruation irregular, non-tobacco user, alcoholic (occasional, social) and umbilical hernia. Concomitant products included anesthetics, caffeine;codeine phosphate;paracetamol (tylenol no.1) since 2015, caffeine;paracetamol (excedrin) since 2000, montelukast sodium (singulair) and oxycodone hydrochloride;paracetamol (percocet) since 2015. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("increased menstrual bleeding / menorrhagia / excessive bleeding during cycle") and dyspareunia ("extreme pain/ dyspareunia") and was found to have weight increased ("weight gain/unexplained weight gain"). On (B)(6) 2013, the patient had essure inserted. In september 2013, the patient experienced nausea ("nausea"). In(B)(6) 2013, the patient experienced depression ("depression/depression became worse after essure placement"). In 2014, the patient experienced asthenia ("no energy"). In 2015, the patient started fluoxetine at an unspecified dose and frequency. In april 2016, the patient experienced vaginal haemorrhage ("vaginal bleeding"), female sexual dysfunction ("apareunia / inability to have sexual intercourse"), bladder disorder ("bladder problem"), dysuria ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping)/extreme cramping") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 2 years 9 months after insertion of essure. In 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and incontinence ("incontinence"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), urinary tract infection fungal (seriousness criterion medically significant), vulvovaginal mycotic infection ("vaginal yeast infection"), adverse event ("severe complications"), fungal cystitis ("bladder yeast infection"), migraine ("migraines"), headache ("headaches / throbbing pain in head"), hyperacusis ("sensitivity to noise") and photosensitivity reaction ("sensitivity to light"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed) and bilateral salpingectomy, total hysterectomy (uterus and cervix removed), d and c). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, pelvic pain, embedded device, urinary tract infection fungal, vulvovaginal mycotic infection, heavy menstrual bleeding, adverse event, female sexual dysfunction, dyspareunia, bladder disorder, dysuria, incontinence, dysmenorrhoea, asthenia, fungal cystitis, migraine, headache, photosensitivity reaction, weight increased, fatigue and nausea outcome was unknown, the vaginal haemorrhage had resolved and the depression had not resolved. The reporter considered adverse event, asthenia, bladder disorder, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, dysuria, embedded device, fatigue, female sexual dysfunction, fungal cystitis, headache, heavy menstrual bleeding, hyperacusis, incontinence, migraine, nausea, pelvic pain, photosensitivity reaction, urinary tract infection fungal, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: consumer underwent hsg required test, however result was nor specified at law suit (report). She tolerated the procedure well. Expiration date for lot 50712484 is (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on an unknown date: results: unspecified result; on (B)(6) 2013: results: total bilateral occlusion. Uterus sounded to 7 cm dilated to 27 french. Normal appearing uterine cavity on hysteroscopic evaluation, tubal ostia noted bilaterally. Essure placement seen lot number: 50712464 manufacture date: 2013-01 expiration date: 2016-01-31 lot number: 689930 manufacture date: 2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc(product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.